Manufacturer narrative:
(B)(4). No conclusion code available. The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The device was tested using automated test equipment and no anomalies were found. The cause of the parity error could not be determined.

Event description:
It was reported that prior to implantation, the device was found to be in backup mode. The device was not implanted.